Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the continuous glucose monitor displayed an intermittent antenna icon. No injury or medical intervention was reported. The complaint device was returned for evaluation. The device exterior visual inspection was in good condition. Data log was empty, does not confirm the complaint. The global receiver functional testing was passed as well as performed pairing test. Reported fault could not be reproduced with the receiver. The customer complaint could not be verified. A root cause cannot be determined.